Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the product was not returned and there is no detailed information such as whether or not the phenomenon on auto brightness issues has been reproduced. The customer reset the maj-1411 communication cable, but the issue persisted. However, when the clv-180 was placed in manual mode, it did not have the issue and the customer was able to manipulate the brightness. The customer did the cases on manual mode and stated that he will troubleshoot at a later date when he has time. Evaluation indicated that the connection of the maj-1411 communication cable is irrelevant as manual dimming is fine. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No further information was obtained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the auto-brightness feature on his olympus evis exera ii xenon light source was not functioning properly. According to the initial reported, it was failing to the point of the tissue being indistinguishable. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) to report his event. During the call, tac recommended reseating the cabling, but that did not resolve the issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.